Event description:
The pt was complaining of pain and after initial analysis of x-rays, it looks like the femur is too valgus. The surgeon is going to revise the knee. Revision confirmed and performed on (B)(6) 2015. MFR #3005180920-2015-00115.